Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for thirteen patients over two days. This report is two of two and represents the erroneously elevated accutni result, generated for one patient, on (B)(6) 2011. Upon repeat testing, the accutni result was lower and was regarded as valid. The erroneous accutni result was reported out of the laboratory. Some patients involved in this event were transported, and assumingly admitted, to another hospital based upon the erroneous accutni results. It is unknown if the patient associated with this report was transported and admitted to an alternate hospital, however it will assumed to be the case for the purposes of this report. 5. Instrument accutni quality control (qc) results had experienced occasional level 1 elevated outliers within the previous thirty data points. No troubleshooting appears to have been performed. No qc data points after (B)(6) 2011 were supplied. Precision and correlation studies were performed with partial failures occurring.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) performed preventive maintenance activities on the instrument and adjusted the ultrasonic and mixer motor speeds. Upon the completion of the necessary and verified activities, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-06541.